Event description:
The customer reported that the device failed to power up which could prevent the delivery of therapy.

Manufacturer narrative:
The customer reported that the device failed to power up which could prevent the delivery of therapy. The customer evaluated the device and localized the issue to a failed ac power module. Replacing the power module resolved the issue. We are considering this a malfunction of the ac power module. (B) (4).